Event description:
Reportable based on analysis completed on (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulty occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending coronary artery. The 3.50x38mm taxus liberte stent delivery system was advanced, but significant resistance was encountered and it was unable to cross the lesion. An attempt was also made with a 2.50x24mm taxus liberte stent delivery system, but it could not cross the lesion. The procedure was completed with plain old balloon angioplasty (poba) with not patient complications. The patient condition post procedure was reported to be good. However, product analysis of the 3.5x38mm stent revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination identified middle stent damage. The stent struts on rows 11 and 12 from the distal end of the stent were misaligned. A kink was identified on the midshaft approximately 10cm from the guidewire exit port. A kink was also identified in the hypotube shaft approximately 78.5cm from the catheter strain relief. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).